Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203. Photo analysis: visual analysis of the photographs identified: rupture : no observed opening in the photo. Cyst: unable to observe as it is a medical event that is not related to the device. Additional observations: red encapsulation observed on the device. It cannot be determined which device is for the left or right side per the photos provided. It is not possible to determine the lot number or catalog through the photos provided. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported rupture and small cyst diagnosed by ultrasound. This record relates to the left side. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.